Event description:
It was reported that the patient underwent an initial elbow arthroplasty with non-zimmer biomet products approximately twenty-one (21) years ago. The patient was revised approximately twelve (12) years later using the coonrad-morey elbow system due to an unknown reason. They were then revised approximately four (4) years later due to an unknown reason to revise the pin and bushing. Subsequently, the patient was revised months later due to an unknown reason.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty with non-zimmer biomet products approximately twenty-one (21) years ago. The patient was revised approximately twelve (12) years later using the coonrad-morey elbow system due to implant wear and dislocation of the implants. They were then revised approximately four (4) years later due to implant fracture. Subsequently, the patient was revised months later due to the implant fracturing once again.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; d2; g2; g3; g6; h1; h2; h3; h6 the following sections have been corrected: b1; b5, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs provided were related to the stem fracture being investigated on linked complaint. Medical records were not provided in relation to this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; d2; g2; g3; g6; h1; h2. The following section was corrected: b5. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty using a non-zimmer biomet system approximately twenty-one (21) years ago. The patient was revised approximately nine (9) years and three (3) months ago using a coonrad-morrey elbow system due to implant wear and dislocation. The patient was revised a second time approximately five (5) years and one (1) month ago to revise the link pin and bushing due to fracture of the link pin. Subsequently, the patient was revised approximately three (3) years and three (3) months ago due to implant fracture where the pin and bushing were revised.